Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe foreign matter ¿ cutting scrap. This occurrence is related to the lateral cutting scrap of the equipment caused by equipment failure - web fixing system not open correctly to scrap removal. The operators will be notified from this complaint. The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported with the use of the bd plastipack¿ syringe there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipack¿ syringe there was an issue with foreign matter. There was no report of injury or medical intervention.